Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no left ventricular pacing capture and that the left ventricular lead was dislodged. The lead was repositioned with good lead placement and capture. No further patient complications have been reported as a result of this event.